Event description:
In 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. Images taken seven months latershowed a possible type ii endoleak. A follow-up aortogram revealed a proximal type I endoleak. A reintervention took place in 2009, using an aortic extender component. The type I endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the pt and mfg at site 2953161 was a contralateral leg component pxc141000.